Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018.

Event description:
During a saphenous vein phlebectomy case, the varady hook tip broke off in the patient. Surgeon had to go back in and find and retrieve the broken portion. Surgical delay of 5 to 10 minutes; no patient injury reported. Additional report of same occurrence/same facility reported and filed on med watch report 2916714-2016-00384.

Manufacturer narrative:
Investigation: the investigation was carried out using a keyence vhx-5000 digital microscope and a wilson vh1150 hardness tester. The hardness test confirmed the pre-set values. It concerns a spontaneous fine grain forced fracture. Hardness hrc target : actual: (B)(4) 42 - 47, 47. Batch history review: the device quality and manufacturing history records have been checked for the available lot number. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably user related. Rational: it is liable that a mechanical overload situation led to the breakage. The visual investigation and the hardness test indicated that the quality requirements are in the specified tolerance range. Corrective action: according to sop (B)(4) a CAPA is not necessary.